Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit tamper seal was found on the pump. There were cracks on the lower left front corner and on the right plunger case. The event history log showed a motor rate error. An occlusion test was performed and the reported problem was duplicated; which was due to old, dirty, and worn out motor assembly, worm gear, leadscrew and clutch halves. The root cause was deemed to be from normal wear, the pump was over 14 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves; performed occlusion test and all functional tests passed.

Event description:
It was reported that the pump had a motor rate error during an occlusion pressure test. No patient injury was reported.